Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow block alarm event on 01-jun-2024. The occlusions located at the site. The patient changed supplies as necessary and resumed insulin therapy. No further information available.